Manufacturer narrative:
(B)(4). Instrument a: spring cartridge lockout tab. Instrument b: batch # f5x97m, exp date: 05/16/2016; MFR date: 06/16/2010; (B)(4); instrument c: batch # g5zf70, exp date: 05/15/2016; MFR date: 06/15/2010; (B)(4). The analysis results found that the tr60w reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned device. The analysis results found that nine tr60w reloads were received. Reloads a, b, c, d, e, and f were received fully fired and with the lockout spring normal; reloads g, h, and I were received sterile and in good visual conditions. Reload g was opened and the reload was loaded into a test device and tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. (B)(4). The analysis results found that one tr60w reload was received sterile and in good visual conditions. The package was opened and the reload was loaded into a test device and tested for functionality and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor used our endocutter at the bypass point he used the blue reload at the gastro-jejunostomy, the stapler line was perfect. But the same endocutter, he used the white reload at the jejunojejunostomy, the stapler line was failed. The surgeon used the suture to repair the anastomosis. Fortunately the patient was fine now. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.